Event description:
The surgeon provided additional info indicating the pt has seen dark crescents temporally since implantation of the intraocular lens (iol). The symptoms are still present. The pt refuses to have the iol exchanged. The pt's visual acuity (va) prior to implantation was 20/60. Current va is 20/20.

Event description:
A surgeon reported that following implantation of an intraocular lens (iol), a pt initially complained of seeing dark shadows but is getting used to it. The association between this event and the iol is not known. Additional info has been requested.